Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the catheter was inserted on (B)(6), the patient's wife tripped on the tubing and possibly pulled the line attached to the hub. The hub was pulled off but the PICC line did not migrate out. No patient injury was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-l PICC for evaluation. Signs of use were observed on the catheter body and inside the extension lines. The catheter appeared intentionally severed. The severed portion was not returned. Visual inspection of the catheter revealed the medial extension line separated from the luer hub. Remains of the extension line molding were observed inside the medial luer hub. The extension line separation point was rough and jagged. The catheter body length from the juncture hub to the severed end measured 18 1/2" , which is not within the specifications of 21"-21 1/4" per product drawing. This indicates that at least 2 1/2" of the catheter was severed and not returned. The medial extension line outer diameter measured 0.0947" , which is within the specifications of 0.093"-0.097" per product drawing. The medial extension line inner diameter measured 0.057", which is within the specifications of 0.055"-0.059" per product drawing. This indicates that the wall thickness measured within specifications. Functional inspection of the returned catheter was performed per the instructions-for-use (IFU) provided with the kit, which states, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." The distal and proximal extension lines was flushed with water using a lab inventory syringe. Water was observed exiting the corresponding exit port. No leaks or blockages were observed. Functional inspection of the medial extension line could not be performed due to the damage. A manual tug test confirmed the remaining extension lines were secure to their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: catheter should not be forcibly removed, doing so may result in catheter breakage and embolization. Follow institutional policies and procedures for difficult to remove catheter." The customer report of an extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual inspection revealed the medial extension line separated adjacent to the luer hub. The returned catheter met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was inserted on the 17th, and on the 23rd, the patient's wife tripped on the tubing and possibly pulled the line attached to the hub. The hub was pulled off but the PICC line did not migrate out. No patient injury was reported. The patient's condition is reported as fine.